Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3889-28, lot# va09e62, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient was afraid that their lead may have moved. It was stated the patient was picking up a 20 pound brief case about a week prior. No change in stimulation sensation was noted; however, the patient experienced a loss of therapeutic effect. The patient had a worsening of symptoms for the following two days and on the day of this report. It was noted the patient had not felt stimulation since implant. It was also indicated that the patient reportedly felt a shocking or jolting sensation every time they would make an adjustment or turn stimulation on. This had occurred since implant as well. The patient had an appointment with their healthcare provider the following day and wanted to wait to make adjustments until then. Information received about two weeks later reported that the patient had received assistance from their doctor or manufacturer representative and their concerns were resolved. An appointment on (B)(6)2013 was noted. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).